Event description:
It was reported that there was a possibility of valve occlusion. A contrast study was performed which confirmed that csf did not flow. The patient made a recovery after replacement surgery.

Manufacturer narrative:
(B)(4). The peritoneal catheter passed the patency check. However, there was proteinaceous debris throughout the interior of the catheter. The debris found inside the device may have contributed to the reported event. The instructions for use that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the mfg records showed no anomalies.